Event description:
It is reported that the patient was revised in 2009, due to the stem being loose. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: it was alleged that the versys cemented plus femoral stem was revised due to loosening. Product was not returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Based on the available information, a definitive cause can not be determined. Evaluation codes: device history records indicate all components were manufactured, ans inspected to specification.